Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the ECG connector does not hold in place anymore due to a malfunction of ECG connector. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the ECG connector does not hold in place.